Manufacturer narrative:
The customer¿s experience of not being able to program pump module once infusion completes was replicated. The pcu event log contained programming errors that resulted in the reported event. Functional testing performed found the pump module to be delivering fluid within specification in the as received condition. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
It was reported that after the vtbi reached zero, the nurse attempted to reprogram the vtbi using the same program settings (d5 1/2 normal saline, 1000 ml vtbi at 125cc/hr). The pump had appropriately alarmed when IV bag infusion was completed. The rn wanted to re-program the pump to 20ml/hr while she obtained a new bag of fluid. She was unable to reprogram the vtbi without turning off the pump and pc unit. There was no patient harm as a result of the event. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "the rn had d5 1/2 normal saline one liter bag that was programmed to be infusing at 125cc/hr. The pump appropriately alarmed when IV bag infusion was completed. The rn wanted to re-program the pump to 20ml/hr to allow enough time to get another new bag to switch out without air entering the lines. As the rn was trying to reprogram the pump, it would not reprogram after several attempts. Rn shut off the pump and rebooted, then the pump allowed her to reprogram. Rn took the pump out of service for biomed review." An incomplete date of event of (B)(6)2019 was provided.